Manufacturer narrative:
The returned device was evaluated and a tear was found in the exposed portion of the soft cannula. After turning the ratchet gear, insulin was observed exiting the tear. It could not be determined how the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 298mg/dl while wearing the pod on her leg for between 4 and 24 hours. She stated that she was bolusing to get her levels down without success. Treatment included putting on a new pod and bolusing 3-4 units, which brought her blood glucose down. The device was returned for evaluation.